Event description:
During surgery, the tip of the step drill broke while the surgeon was drilling the patients bone. After that the solid drill was used to complete the surgery.

Manufacturer narrative:
Evaluation summary: product inquiry states the stepdrill for t2 recon to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The drilling spiral of the drill returned is completely sheared off at the level of approx. 21 mm from the tip. The broken off piece was returned as well. The primary as well as the secondary cutting edges are worn, deformed and blunt. The drill is not sharp anymore. The appearance of the breakage surfaces (smooth structure), the course of the breakage line as well as the absence of plastic deformation clearly indicate a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage and the damage at the cutting edges further suggest that drilling under misalignment and / or contact of the device with a hard object (metal) may have occurred. In case of intended use such damage would not have occurred. The use of cannulated step-drill is not recommended according to the new t2 recon operative technique (b1000021). This was announced in april 2009 with product bulletin ¿ ¿new version of t2 recon operative technique is now available¿. As the drill had been in use for a longer time (manufactured in 2011) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. The brochure instructions for cleaning, sterilization, inspection and maintenance (l24002000) shows several examples of damage and recommends removing of such damaged products. No non-conformity was identified.

Event description:
During surgery, the tip of the step drill broke while the surgeon was drilling the patients bone. After that the solid drill was used to complete the surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.